Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: cosmetic damage to the driveline¿s silastic sleeve was confirmed via the returned portion of driveline. The submitted log file contained data spanning from (B)(6) 2019 at 21:28:24 to (B)(6) 2019 at 13:48:41, per the timestamp. No notable alarms were captured, and the system appeared to have been operating as intended. A distal end driveline repair was performed by an abbott technical services representative on 19sep2019. Approximately 11.5¿ of the external portion/distal end of the driveline was returned. Visual inspection of the driveline in its returned state revealed a break in the silastic sleeve of the driveline adjacent to the clamshell repair (approximately 1¿ from the metal connector). Cosmetic damage to the silastic sleeve was also observed underneath previous rescue tape repair sites, approximately 4.75¿ and 8¿ from the metal connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair no alarms were reported, and the patient remains ongoing on the heartmate ii lvas. No further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clamshell repair on (B)(6) 2019 and about 13 inches of the driveline from the distal end was replaced. There were no immediate alarms after the repair. The excised driveline will be shipped back to burlington for analysis.